Event description:
A report was received that the patient was receiving ineffective therapy follow multiple non device related falls. The patients back pain intensified and his gait gradually worsened and he developed a wide based, rigid and unstable gait. An x ray confirmed that the paddle lead had migrated and was fractured, and showed that one of the lead contacts had detached from the paddle and penetrated (presumably over time) through the dura to embed itself in the dorsal columns of the spinal cord, which was not appreciated pre operatively. The patient was scheduled to undergo an explant surgery to explant the damaged lead and to arrange for an MRI of the spinal cord to evaluate the patients worsening gait. During the procedure the physician used monopolar electrocautery to explant the ipg, which was implanted inferior and lateral to the scs paddle lead. Shortly after starting to use monopolar electrocautery the patient, who was sedated, experienced a big jerk of their lower extremities. The physician stopped using the monopolar electrocautery although he did not appreciate at that moment why the patient jerked the way he did. He proceeded with the explant surgery and after removing the damaged paddle noticed that one contact was missing and detached from its wire. Despite his best efforts he could not locate the missing contact and therefore sent the patient for a spine CT scan intra operatively. Of note the patient had severe chronic scarring enveloping the paddle lead and dura noted intra operatively. The intra operative CT scan clearly showed what was not as easily appreciated on the pre op x rays that there was a single contact embedded in the thoracic spinal cord. The physician realized that the jerking activity the patient exhibited intra operatively was likely a manifestation of a burn within the spinal cord induced by monopolar electrocautery. After the incisions were closed the patient was taken to the recovery area and when the patient awoke his legs paralyzed. The physician believes that the pre operative change in the patients gait stability was likely a manifestation of a spinal cord injury caused by penetration of the detached contact into the spinal cord. He hypothesizes that repetitive falls the patient had must have damaged the integrity of the dura, fractured the paddle lead, and created for a complex scar around the detached contact that gradually resulted in its penetration of the spinal cord.

Manufacturer narrative:
Additional information was received that the devices will not be returned and that no further information can be obtained. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: reference number: 10423510, product family: precision ipg, upn: (B)(4), model: sc 1110 02, (B)(4). Location of devices unknown.

Event description:
A report was received that the patient was receiving ineffective therapy follow multiple non device related falls. The patients back pain intensified and his gait gradually worsened and he developed a wide based, rigid and unstable gait. An x ray confirmed that the paddle lead had migrated and was fractured, and showed that one of the lead contacts had detached from the paddle and penetrated (presumably over time) through the dura to embed itself in the dorsal columns of the spinal cord, which was not appreciated pre operatively. The patient was scheduled to undergo an explant surgery to explant the damaged lead and to arrange for an MRI of the spinal cord to evaluate the patients worsening gait. During the procedure the physician used monopolar electrocautery to explant the ipg, which was implanted inferior and lateral to the scs paddle lead. Shortly after starting to use monopolar electrocautery the patient, who was sedated, experienced a big jerk of their lower extremities. The physician stopped using the monopolar electrocautery although he did not appreciate at that moment why the patient jerked the way he did. He proceeded with the explant surgery and after removing the damaged paddle noticed that one contact was missing and detached from its wire. Despite his best efforts he could not locate the missing contact and therefore sent the patient for a spine CT scan intraoperatively. Of note the patient had severe chronic scarring enveloping the paddle lead and dura noted intra operatively. The intra operative CT scan clearly showed what was not as easily appreciated on the pre op x rays that there was a single contact embedded in the thoracic spinal cord. The physician realized that the jerking activity the patient exhibited intraoperatively was likely a manifestation of a burn within the spinal cord induced by monopolar electrocautery. After the incisions were closed the patient was taken to the recovery area and when the patient awoke his legs paralyzed. The physician believes that the pre operative change in the patients gait stability was likely a manifestation of a spinal cord injury caused by penetration of the detached contact into the spinal cord. He hypothesizes that repetitive falls the patient had must have damaged the integrity of the dura, fractured the paddle lead, and created for a complex scar around the detached contact that gradually resulted in its penetration of the spinal cord.